Manufacturer narrative:
Insulin pump monitored for several days. Device received with all operating currents within specific and passed unexpected restart error test and displacement test. No unexpected failed battery alarm anomalies noted. Insulin pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address or serial number label and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received failed battery alarm. The customer¿s blood glucose level was 145 mg/dl. The customer performed troubleshooting and found that the failed battery alarm occur again. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.